Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the device had migrated in the pocket. The device was explanted and replaced.

Event description:
New information received notes that prior to being explanted the device had eroded through the skin.